Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while the patient was driving he felt a vibration near the site of the device. The patient presented to the where a merlin on demand was used to interrogate the device. Backup vvi mode was observed. The device was restored to normal settings. The patient was stable.